Event description:
The plaintiff's attorney alleged that the decedent experienced cardiac event and subsequently expired, all of which was allegedly caused by the exposure to the product administered for dialysis treatment.

Manufacturer narrative:
The is one event for the same patient involving two separate products.